Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. On the date the oor value was detected a health care professional (hcp) called from a hospital and inquired about magnet use for this patient's device during surgery. Additional information was received from the field representative that the patient was evaluated by his following clinic, and the device check was normal with no issues identified. The field representative had no further information related to the procedure that may have been done on the day the low shock impedance was detected. At this time, normal follow-up was planned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.